Event description:
The office manager from the user facility called premier saying they were having difficulty getting their retrofit ring on their nitrospray lite plus 10 oz. Capacity bottle. During the conversation the office manager mentioned that a physician and a physicians assistant had experienced problems on two separate occasions with the original o-ring (not the retrofit ring) blowing out from under the cap of their nitrospray lite plus cryosurgery unit, the first incident occurred. The doctor was test spraying when the o-ring blew out from under the cap allowing the nitrogen gas to escape causing redness to the doctor's hand. The doctor dropped the unit when the incident occurred. The second incident occurred when the pa experienced a similar problem. Both incidents were reported to premier in 2004. The office manager reported there was no serious injury or blistering. No patients were involved in either incident.